Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-00096. It was reported that the patient was experiencing ineffective stimulation especially on the right side. As a result, the scs system was explanted.